Event description:
The customer reported that the insulin pump alarmed motor error. The customer's recent glucose reading was 300 mg/dl, and he has treated with manual injections. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump failed displacement test. Motor error alarm noted during rewind due to motor encoder out of phase. Unable to complete a full functional test due to motor error alarm.